Event description:
It was reported that the patient presented for an implant procedure. During the procedure, while attempting to implant the atrial leadless pacemaker, it was noted that the helix stretched. The device was not used, and a new leadless pacemaker was implanted. The patient condition was stable.